Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7079136, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing dura puncture during an implant procedure. The physician applied a blood patch and the patient was doing well postoperatively.